Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issues. Physio recommended service on the device and the customer declined repairs. The device was returned to the customer unrepaired. The cause of the reported issues could not be determined.

Event description:
The customer contacted physio-control to request service for a non critical issue. There was no patient use associated with this event. During the device evaluation, physio observed the device failed to charge for defibrillation at 360 joules. Additionally, it was observed the device gave a "connect electrodes" message when the quik-combo therapy cable was connected from the device to his testing equipment. As a result, defibrillation may not be possible.